Event description:
It was reported that the patient received inappropriate therapies due to noise. A decrease in lead impedance increase in capture threshold, and low r-waves were also observed. The physician decided to cap the lead.

Manufacturer narrative:
No medwatch form was received.